Manufacturer narrative:
Upon further review, this report has been discovered as a duplicate of report with patient identifier (B)(6). Front this point forward, all event details will be reported out from the report with patient identifier (B)(6). No further reports will be provided from patient identifier (B)(6).

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd autoclavable camera head was producing a poor-quality image during a demonstration. There was no patient harm reported as a result of this event.